Event description:
Defect: vacuum issues.

Manufacturer narrative:
Unit was not returned for evaluation. It is not possible to determine an assignable cause for this issue. Insufficient information for a complete investigation. The DHR for lot 36612-01 was reviewed. The units met manufacturing specifications before release and there were no issues related to the complaint. There were (B)(4) units released from lot 36612-01. A review of lot history showed that there were (B)(4) units that failed for functionality. This lot has a failure rate of (B)(4). No significant trend was observed.